Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of damaged microintroducer sheath is confirmed; however, the exact cause is unknown. Two photographs of a microintroducer were returned for evaluation. Visual observation of the photographs showed a microintroducer. The distal tip of the sheath was observed to be buckled and folded inward. A slight bend was observed in the middle of the microintroducer as well as the dilator tip. While the sheath tip was observed to be damaged, there were no distinguishing features in the returned photographs of the device which could aid in identification of a specific root cause. Blood and use residues were observed on the microintroducer and gloves in the photographs. This complaint will be recorded for future trending and monitoring purposes.

Event description:
Additional information: the breakage of the dilator causes the patient to have pain when trying to progress the dilator

Event description:
It was reported by the customer that the introducer with the dilator broke during placement, requiring the use of an additional tray to complete the procedure. As a result, the pediatric patient remained under sedation longer, while waiting for the replacement tray. No further information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and it will be evaluated. A supplemental will be submitted with evaluation results.